Event description:
It was reported that the compressor motor did not work. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor motor did not work. The field service engineer found that the compressor motor start capacitor was defective and replaced it. The compressor was handed over to the customer in good working conditions after passed tests. The start capacitor was returned for further investigation. Electrical measurements of the start capacitor indicated that it was defective. When tested in the reference compressor, the compressor motor initially started and ran as expected. After this the compressor motor did not start again. If the compressor won't start due to a defective compressor capacitor, the compressor will fail to deliver compressed air (enough air pressure). A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. Additionally, if no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion in this matter is the returned start capacitor was defective. Why the capacitor broke could not be established.

Event description:
Manufacturer's ref.#: (B)(4).